Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding a wireless recharger docking station. The reason for call was the dock stopped working over the weekend. Patient tried every outlet in the house and it was not charging. There was no flashing light when the recharger was put on the dock. Patient thought the recharger cord might be faulty. It did not charge the recharger and patient had not been able to turn their therapy on in like weeks. Patient texted the manufacturer representative (rep) and the rep tried helping the patient to troubleshoot. Patient said they could not charge insto 100% because the recharger will die. Patient said their ins was at 30% right now and off and the rep told them not to turn therapy on until ins gets charged to 100%. The rep said to charge the ins for 2 hrs and turn ins on and then top it off every day but patient did not have the dock. Patient said their device will not turn on and charge and if it is charged it will still not turn on. Patient also mentioned they had not had therapy on for a long time and they turned it on the other day and tested it after a long time and it scared them because the stim was intense, it was like having a massage on full blast. Patient said they would not remember the info that was shared after surgery because patient was on medicine from surgery and was out of it. Patient d ID not have a managing hcp in oh, the only hcp they had was a woman's health hcp. Patient said the doctors in ca listened to them but hcps in oh were making fun of their condition. Patient's implant was not registered. Emailed prs. A replacement recharging dock was sent out.